Manufacturer narrative:
The charger is being returned for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The end user alleges the charger was only plugged into the wall to charge, when it began to smoke. The fire department was called.